Event description:
Medtronic received information that immediately post-implant of this bioprosthetic valve, this valve was explanted and replaced with a medtronic bioprosthetic valve due to moderate central regurgitation and mild paravalvular leakage (pvl). Aside from an additional sixty minutes of cardiac bypass time, no adverse patient effects were reported.

Event description:
Additional information was received that following implant of the second bioprosthetic valve the patient died. The cause of death and date of death was not received. The physician stated the death was not related to the valve or its function, nor was any allegation received against the valve performance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has not been returned for analysis; however, the return is anticipated. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the product be returned, a supplemental report will be filed following the completion of the analysis. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was rotated in the stent, the right cusp of the valve to the non-coronary cusp position in the stent. Per manufacturing procedures, depending on the structure of the porcine tissue, a valve may be rotated to accommodate the appropriate fit to the stent. The valve was slightly distorted; oval shaped. All leaflets were in a semi-relaxed position which is a normal finding for this valve as it is processed with the leaflets in the relaxed state. All leaflets were slightly stiff but flexible. This is expected since the valve went through decontamination process that includes a high concentrate of a tissue fixation and the blood contact: both are known to cause stiffness of the tissue. All leaflets were intact. All commissures were intact. Hydrodynamic pulse duplication testing at 70 beats per minute/65% diastole; c.o. Of 5 l/m. With high speed video observation showed normal, full opening and closing leaflet motion with no evidence of leakage at all flow rates/cardiac outputs. The hydrodynamic results show the gradients were within the historical testing data range. The left right commissure was bent inward causing excess contact of the left cusp with the bias cloth. However, this did not impair leaflet function/mobilization, nor impair alignment of coaptation upon closure. Flow through the valve was documented using echocardiography, digital high speed imaging and flow meter assessment. Conclusion: the evaluation of this device showed slight distortion of the valve. Exactly when and how the distortion occurred cannot be determined; however per procedure each mosaic valve is inspected for distortion and this valve passed the inspection prior to release for distribution. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the investigation and analysis findings, this device is acceptable. (B)(4).